Event description:
It was reported that a patient was revised approximately six months post implantation due to instability due to fall (mcl injury). Attempts to obtain additional information have been made; however, no more information is available

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. Additionally, it is unknown the cause of the patient fall. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Manufacturer narrative:
(B)(4). D10-medical product: articular surface fixed bearing (ps) left 13 mm height item# 42511400413 lot# 61983252. Tibia cemented 5 degree stemmed left size d item# 42532006701 lot# 62281553. G2: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately six months post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.